Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'constant downstream occlusion error' which was not reproduced. A review of the event history log identified multiple 'downstream occlusion!' Alarms. The reported condition was verified. The cause was determined to be a failed force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant downstream occlusion error during testing at the biomed service department. There was no patient involvement. No additional information is available.